Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms, shock impedance measurements were normal. The rv lead also exhibited noise. A lead revision procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance test revealed the returned segments of lead are continuous, however, the presence of calcium deposits over the lead tip could potentially increase lead impedance.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.